Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pts tongue was burned by the head of a handpiece.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pts tongue was burned by the head of a handpiece. The pt was not given any medication or ointment, it healed by itself. During product eval, high debris level was found in the handpiece. The bearings where grinding and falling apart which lead to heating up the head.